Manufacturer narrative:
The customer contacted a siemens customer care center. The customer performed precision testing on quality controls, which were acceptable. There have been no additional discordant results. The cause of the discordant, falsely elevated and imprecise ft3 results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated free triiodothyronine (ft3) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated several times on the same instrument, resulting lower and matching the clinical picture of the patient. One of the repeat results was reported to the physician(s). Additionally, while performing precision testing on patient samples, the customer obtained imprecise results on one patient. It is unknown which result was reported for sample ID (B)(6). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated and imprecise ft3 results.